Manufacturer narrative:
Additional narrative: examination of the reported device was not possible as it was not returned. It is reported the depuy femoral head was used in conjunction with a competitor¿s acetabular insert. This use of the depuy device is considered off label and is not recommended. A search of the complaints databases against the provided product and lot code combination found no other reports. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time.

Event description:
Ppd and medical records received. Ppd alleges dislocation. Revision operative note included at this time. Only sticker sheet included from (B)(6) 2010 operation. A depuy head is being reported as the poly liner was a competitor product.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).